Event description:
It was reported that a pump over infused cetuximab to a patient. The customer stated that the pump was programmed to deliver 150ml of medication at a rate of 150ml/hr, and after 15 minutes, it was observed that the entire medication was delivered. The customer also stated that the cetuximab was delivered as a secondary infusion; however, the pump was programmed to deliver the medication as a primary infusion, and that this is a common infusion set up for chemotherapy infusions. Further evaluation of the event found that the patient's blood pressure decreased and, in response, vital signs were monitored and normal saline was administered at 100ml/hr for an unknown amount of time. The customer performed a flow rate test per the spectrum operator's manual and the device performed as expected.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure using the received IV set provided by the customer with the unit passing. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. The unit also passed additional flow rate tests. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Sigma visually inspected the event IV set under a microscope. No evidence of a malfunction was discovered. A review of the history log shows that 13 minutes after the infusion started, the pump alarmed for a downstream occlusion. Five minutes later the pump auto-restarted and then the pump was stopped. At the time the pump was stopped, the history log shows that 33.1ml of fluid was delivered. Review of the history log supports the reported event parameters; however no malfunction could be identified.